Manufacturer narrative:
--

Event description:
Additional information received indicates that this lead was attempted due to high thresholds and no capture at maximum outputs. The patient was 100% pacemaker dependent. The physician believed the root cause was poor lead design. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was fully retracted with no damage and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional. Based upon the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this lead was attempted for an unspecified product performance issue. No adverse patient effects were reported.